Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device will not turn on/off. No patient involvement.

Event description:
The customer reported the device will not turn on/off. No patient involvement.

Manufacturer narrative:
Additional information a1, d10, g1, g4, h3, h6, h10. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/22/2019 to the present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.